Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Multiple attempts to obtain event details and product identification have been unsuccessful to date. In the event that additional information and/or product identification is received, a follow-up report will be submitted to the FDA. Event date, date implanted, date explanted, manufacture date - unknown. This report filed (B)(6), 2011.

Event description:
Information received from the surgeon indicates that two early revision surgeries following total shoulder arthroplasty procedures occurred. The dates of the revisions and reasons for the revisions are unknown. Follow up attempts to obtain event details and product identification have been unsuccessful to date.